Event description:
The customer reported that during a nephrectomy, the device activated although the activation button was not pushed. The device was not used as a result. Another device was used to complete the procedure without incident.

Manufacturer narrative:
(B)(4). The sample has been requested but to date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.